Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.0, lab: 2.2. Pt's therapeutic range: 2.0-2.5 inr.

Manufacturer narrative:
Investigation pending.